Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for fluttering. Upon interrogation on (B)(6) 2020, it was revealed that the device had reached end-of-service (eos) despite the previous interrogation on (B)(6) 2019 estimating a battery longevity of 1.8 years. As there was no allegation of premature depletion, it was alleged that overestimation occurred. The device was explanted and replaced. The patient was stable.